Event description:
Related manufacturer reference number: 3006705815-2022-17820. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.